Event description:
Pt to operating room for revision of lumbar fusion due to fractured right s1 pedicle screw. Initial placement occurred during surgery on (B)(6) 2006, for lumbar stenosis. At the (B)(6) 2007, surgery, the s1 screw was noted to be very loose and found to be sheared off I the proximal 1/3 of the screw shaft. The remaining screw was still in the s1 vertebra.